Manufacturer narrative:
H3) preliminary device evaluation medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicated that the issue was determined to be related to the instrument drive unit (idu) connection. An idu reseat procedure was performed. All tests with the arm cart assembly passed successfully after the idu reseat. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, while preparing for use, the arm cart assembly got a non-recoverable error while docking. The error occurred when the nurse was pressing on two different buttons and some other nurse was also moving another arm cart. The error was recovered by rebooting the arm cart. After calibration a partial alarm appeared that the arm cart was not available. There was a five to ten minute delay due to the issues. There was no patient involvement.